Manufacturer narrative:
Follow-up #1: date of submission 08/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: a review of the black box and alarm history revealed a call service 064 alarm had occurred. The issue was duplicated on investigation. The pump casing was opened and ta frozen motor drive was observed due to contamination on the lead screw ball seal. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked and the bolus button cover was torn but the button remained operable.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.